Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient experienced pain at the ipg site. Surgical intervention was undertaken and the entire system was explanted.

Manufacturer narrative:
A patient experienced pain at the ipg site was reported to abbott. The patient's entire system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.